Event description:
In 2002, aaa surgery to treat 6.5cm aneurysm. Wire wrap on initial graft insertion. Graft was turned in vivo to unwrap wire. Due to sharp angulation on the left side and tight aortic ring, physician elected to place wall stents in right and left iliac. In 112003, patient underwent thrombolysis (trellis device with urokinase), angioplasty, and placement of a self expanding stent to treat mural thrombus found concentrically in the aortic portion of the graft (approximately 30% of diameter) and complete left limb occlusion with thrombus inside the body of the graft. Since patient had recent polypectomy, he was not a candidate for tpa thrombolysis. Patient tolerated mechanical thrombectomy well.

Manufacturer narrative:
Notification of occlusion was received from the law firm as result of a claim.